Event description:
Healthcare professional reported "breast implant inferior malposition". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b5 d6b g2 h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior(plug strap disk shell/bond edge) assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9,h3,h6.

Event description:
Patient reported left side rupture. Device was explanted.